Event description:
5/19/1998 pt underwent a thrombectomy of the right forearm arterio-venous fistula. After incision was made and the vein clamped proximally and distally a tranverse incision was made. A #4 fogarty catheter was threaded proximally through the vein, up into the upper cephalic system. All clots were removed, and catheter was threaded up proximally once more and the balloon inflated. Attempts to pull back the catheter were unsuccessful. The balloon was therefore deflated, however, physician still unable to pull back the catheter. Attempted to overfill balloon with 1.5 cc's of fluid, however it was suspected that the balloon was broken. Another attempt was made to overfill the balloon and then deflate it, and it was then pulled back with a light tug. The catheter returned, however, the balloon tip was no longer on the catheter. The catheter was intact. Physician feels pt will more than likely need a new arterio-venous fistula in the near future.